Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Please reference MDR# for the other device: 2029214-2020-00643. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient was confirmed to have mild to moderate bleeding approximately six months post uneventful placement of 2 medtronic flow diverters. The patient recovered approximately 1.5 years later. The severity was not serious. The physician considered that there was no causal relationship to the equipment or the procedure; however, the point of bleed was unable to be confirmed. The patient was undergoing treatment of a saccular aneurysm measuring 14.7mm x 4.8mm located in the paraclinoid/parasellar region of the left internal carotid artery (ica). The aneurysm was found during treatment of cranial nerve disorder. It was reported that the first flow diverter (ped-500-25) was implanted and then a second flow diverter (ped-500-16) was implanted overlapping the first one. The patient was on dual antiplatelet therapy. The patient had pre-operative optic nerve symptoms. There was no pre-operative mass effect. The mrs scale was 1. There were symptoms but no obvious disability. The patient¿s pre-operative symptoms of optic nerve and mass effect were no longer present at three-year follow-up.